Manufacturer narrative:
The device is not required to be returned to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 36.1 mmol/l with vomiting and strong/fruity breath. The reporter noted the patient was treated in an emergency room with intravenous fluids, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A loss-of-prime alarm was reported. During troubleshooting, it was determined the following use errors caused the alarm issue: cartridges being filled with cold insulin; using the cartridges longer than 3 days. There was no indication of a device issue. This complaint is being reported because the reported health event was attributed to a use error.